Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned devices shows the impacting plate was fractured off the handle body with remnants of the weld on both pieces. Broach handle weld failure device has evidence of being impacted along the instrument¿s proximal body. There are several impact marks and scratches along the handle and both sides of the impacting plate. These impact marks are consistent with marks and do not suggest misuse. The handle shows signs of wear and tear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It has been indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip arthroplasty the handle strike plate fractured from the shaft while broaching.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. The updated and corrected information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.